Event description:
Pt was admitted to hospital with intermittent fever in 2002. Transesophageal echocardiogram 2 days later showed clot vs. Vegetation on tip of catheter and significant worsening of mitral valve regurgitation. Pt expired 2 days later. It was reported that the pt had a left cva.